Event description:
The customer reported via phone call that the insulin pump experienced an absence of no delivery alarm. The customer's blood glucose rose from 326 to 391 mg/dl. The customer stated that he changed the infusion set and found that the cannula was bent, but the insulin pump did not alarm no delivery. Upon troubleshooting, the insulin pump did not alarm no delivery during the high pressure test. He declined troubleshooting assistance for the issue. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report # 3004209178-2015-57899.